Event description:
It was reported that during elective ICD replacement, the physician noted an insulation anomaly on the lead. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.